Event description:
The customer reported that the unit would intermittently fail to discharge.

Manufacturer narrative:
The factory has not yet rec'd the device for eval and this complaint is still under investigation.